Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2014, (2) 3.0x28mm, 3.5x28mm, and a 3.5x18mm absorb bioresorbable vascular scaffold (bvs)s were successfully implanted in the proximal right coronary artery (rca) lesion. On (B)(6) 2016, the patient was admitted to the hospital for stable angina and elevated troponin was noted. An elective percutaneous intervention was performed in the occluded rca, and left main to left anterior descending (lad) coronary arteries. The event resolved without sequela. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to the previous medwatch report, the additional information was received: on (B)(4) 2016, the patient was admitted to the hospital for angina and coronary angiogram. An occlusion was observed in the right coronary artery at the posterior descending artery and at the ostium. Significant disease in the left anterior descending coronary artery was also observed. That day, another percutaneous intervention (pci) was attempted; however, was abandoned as the unspecified wire was unable to pass through the radial approach. Another pci was scheduled/performed on (B)(6) 2016 using the femoral approach. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and occlusion, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.